Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms noted. The insulin pump functioned properly. However, the insulin pump was received with intermittent button response noted during our testing due to corroded keypad traces. The insulin pump had cracked case the on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery and when they changed their infusion set the buttons no longer functioned. A button error alarm then occurred. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer stated that they had prior issues with one of the buttons. The pump is always held against their body. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.